Manufacturer narrative:
Additional information was received that the leads could not be removed because it could cripple the patient.

Event description:
A report was received via social media that the patients spinal cord stimulator (scs) did not help at all and caused more pain. The patient underwent an explant procedure. No further information could be obtained.

Event description:
A report was received via social media that the patients spinal cord stimulator (scs) did not help at all and caused more pain. The patient underwent an explant procedure. No further information could be obtained.